Manufacturer narrative:
Additional information has been requested. Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the flap failed and a non regular stromal bed. Additional information has been requested.

Manufacturer narrative:
The company representative went on site to evaluate the system due to the reported event; they were unable to find any issues with the system that could contribute to the reported event. As a preventative measure, system calibration was performed. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).